Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. Tandem technical support advised the customer to remove the o-ring from the pneumatic tap. There was no known impact to the customer's blood glucose (bg) level.